Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to clinic premature battery depletion was observed. Device was found to be at eri prematurely. Patient did not receive therapy or programming changes were made. Device replacement was scheduled but implanting physician elected to wait to change the device. No patient symptoms reported. No further information available.

Event description:
New information noted that the implantable cardioverter defibrillator triggered elective replacement indicator on (B)(6) 2016 and reached end of service on (B)(6) 2017. The patient was not a device dependent patient and was loss to follow-up. Battery performance alert was triggered on (B)(6) 2018. The device was explanted and replaced. The patient was stable in recovery after the procedure.